Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and pelvic cyst ("pelvic cysts") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pelvic cyst (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery followed by a partial hysterectomy and an oophorectomy and salpingectomy) . Essure was removed in (B)(6) 2017. The reporter considered pelvic cyst and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2017: satisfactory placement coils; occlusion of tubes incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), device breakage ("small foreign body remain in llq- couple of pieces broken off"), device dislocation ("migration within fallopian tubes - a single essure sterilization device was noted in the low left pelvis") and pelvic cyst ("pelvic cysts") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included right salpingo-oophorectomy (the past for an ectopic pregnancy) and ectopic pregnancy. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic cyst (seriousness criterion medically significant), depression ("depression increased"), urticaria ("hives"), migraine ("migraines headaches"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), constipation ("constipation"), back pain ("chronic back pain"), arthralgia ("hip pain"), premature menopause ("early menopause"), alopecia ("hair loss") and abdominal pain lower ("left lower quadrant pain"). The patient was treated with montelukast (singulair), tramadol, gabapentin, surgery (unilateral salpingo-oopherectomy - left side, surgical removal of coil(s) on (B)(6) 2017), surgery (cornual wedge resection on (B)(6) 2017) and surgery (exploratory surgery followed by apartial hysterectomy and an oophorectomy and salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, device breakage, device dislocation, pelvic cyst, depression, urticaria, migraine, tooth disorder, dysmenorrhoea, dyspareunia, constipation, arthralgia and premature menopause outcome was unknown, the fatigue, alopecia and abdominal pain lower had resolved and the back pain was resolving. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, constipation, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, migraine, pelvic cyst, pelvic pain, premature menopause, tooth disorder and urticaria to be related to essure. The reporter commented: removal procedure: fluoroscopy was done to determine if the entire essure device was removed from the pelvis. Fluoroscopy demonstrated there was a small foreign body that remained in the left lower quadrant. Surgical pathology report: diagnosis: pelvis (specimen a): essure device identified. Ovary (left): no significant histopathologic abnormality. Fallopian tube (left): no significant histopathologic abnormality. Uterus (left cornu): benign uterine and serosal tissue with cautery artefact. No discrete lesion identified. Patient had a history of a right salpingo-oophorectomy in the past for an ectopic pregnancy, that had an essure device placed on the left in 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2017: satisfactory placement coils; occlusion of tubes . (B)(6) 2016: CT scan- linear metallic serpiginous object was seen along the left adnexa (B)(6) 2017: CT scan: outside of the uterus along the left uterine fundus and adjacent to the left adnexa, there is a linear radiopaque foreign bodies which measures 2.3 cm. There are 2 additional adjacent small radiopaque foreign bodies measure n greater than 1 mm. This likely represents an essure device visualized on prior hysterosalpingogram ((B)(6) 2009). (B)(6) 2017: the CT demonstrated no diverticulitis but it did not essure outside of the uterus. There were a couple of pieces broken off - patient believed this was the cause of her pain and would like the device removed. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: migraine, depression, anxiety, abdominal pain, device dislocation, constipation, fatigue, back pain, pelvic pain. Most recent follow-up information incorporated above includes: on 7-may-2018: pfs and mr received. Events added: depression, hives, migration within fallopian tubes, migraines headaches, dental problems, dyspareunia, fatigue, constipation, chronic back, hip pain, early menopause, dysmenorrhea, hair loss, left lower quadrant pain, device breakage. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), device breakage ("small foreign body remain in llq- couple of pieces broken off"), device dislocation ("migration within fallopian tubes - a single essure sterilization device was noted in the low left pelvis") and pelvic cyst ("pelvic cysts") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included right salpingo-oophorectomy (the past for an ectopic pregnancy) and ectopic pregnancy. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic cyst (seriousness criterion medically significant), depression ("depression increased"), urticaria ("hives"), migraine ("migraines headaches"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), constipation ("constipation"), back pain ("chronic back pain"), arthralgia ("hip pain"), premature menopause ("early menopause"), alopecia ("hair loss") and abdominal pain lower ("left lower quadrant pain"). The patient was treated with montelukast (singulair), tramadol, gabapentin, surgery (unilateral salpingo-oopherectomy - left side, surgical removal of coil(s) on (B)(6) 2017), surgery (cornual wedge resection on (B)(6) 2017), surgery and surgery (exploratory surgery followed by a partial hysterectomy and an oophorectomy and salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device breakage, device dislocation, pelvic cyst, depression, urticaria, migraine, tooth disorder, dysmenorrhoea, dyspareunia, constipation, arthralgia and premature menopause outcome was unknown, the fatigue, alopecia and abdominal pain lower had resolved and the back pain was resolving. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, constipation, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, migraine, pelvic cyst, pelvic pain, premature menopause, tooth disorder and urticaria to be related to essure. The reporter commented: removal procedure: fluoroscopy was done to determine if the entire essure device was removed from the pelvis. Fluoroscopy demonstrated there was a small foreign body that remained in the left lower quadrant. Surgical pathology report: diagnosis: pelvis (specimen a): essure device identified. Ovary (left): no significant histopathologic abnormality. Fallopian tube (left): no significant histopathologic abnormality. Uterus (left cornu): benign uterine and serosal tissue with cautery artefact. No discrete lesion identified. Patient had a history of a right salpingo-oophorectomy in the past for an ectopic pregnancy, that had an essure device placed on the left in 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2017: satisfactory placement coils; occlusion of tubes x-ray - in (B)(6) 2017: (B)(6) 2016: CT scan- linear metallic serpiginous object was seen along the left adnexa (B)(6) 2017: CT scan: outside of the uterus along the left uterine fundus and adjacent to the left adnexa, there is a linear radiopaque foreign bodies which measures 2.3 cm. There are 2 additional adjacent small radiopaque foreign bodies measure n greater than 1 mm. This likely represents an essure device visualized on prior hysterosalpingogram ((B)(6) 2009) (B)(6) 2017: the CT demonstrated no diverticulitis but it did not essure outside of the uterus. There were a couple of pieces broken off - patient believed this was the cause of her pain and would like the device removed. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: migraine, depression, anxiety, abdominal pain, device dislocation, constipation, fatigue, back pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-aug-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain'), device breakage ('small foreign body remain in llq- couple of pieces broken off'), device dislocation ('migration within fallopian tubes - a single essure sterilization device was noted in the low left pelvis') and pelvic cyst ('pelvic cysts') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included right salpingo-oophorectomy (the past for an ectopic pregnancy) and ectopic pregnancy. Concomitant products included buspirone, calcium, cyanocobalamin, glucosamine, levothyroxine, salbutamol, simvastatin, trazodone and vitamin d nos (vitamin d). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), depression ("depression increased/ worsened depression"), urticaria ("hives"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), constipation ("constipation"), back pain ("chronic back pain"), arthralgia ("hip pain") and alopecia ("hair loss") and was found to have hormone level abnormal ("harmonal changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic cyst (seriousness criterion medically significant), migraine ("migraines headaches"), tooth disorder ("dental problems"), premature menopause ("early menopause"), abdominal pain lower ("left lower quadrant pain") and pelvic discomfort ("discomfort"). The patient was treated with gabapentin, montelukast sodium (singulair), tramadol and surgery (unilateral salpingo-oopherectomy - left side, surgical removal of coil(s) on (B)(6) 2017, cornual wedge resection on (B)(6) 2017 and exploratory surgery followed by apartial hysterectomy and an oophorectomy and salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device breakage, device dislocation, pelvic cyst, depression, urticaria, migraine, tooth disorder, dysmenorrhoea, dyspareunia, constipation, arthralgia, premature menopause, hormone level abnormal and pelvic discomfort outcome was unknown, the fatigue, alopecia and abdominal pain lower had resolved and the back pain was resolving. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, constipation, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, migraine, pelvic cyst, pelvic discomfort, pelvic pain, premature menopause, tooth disorder and urticaria to be related to essure. The reporter commented: removal procedure: fluoroscopy was done to determine if the entire essure device was removed from the pelvis. Fluoroscopy demonstrated there was a small foreign body that remained in the left lower quadrant. Surgical pathology report: diagnosis: pelvis (specimen a): essure device identified. Ovary (left): no significant histopathologic abnormality. Fallopian tube (left): no significant histopathologic abnormality. Uterus (left cornu): benign uterine and serosal tissue with cautery artefact. No discrete lesion identified. Patient had a history of a right salpingo-oophorectomy in the past for an ectopic pregnancy, that had an essure device placed on the left in 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion; in (B)(6) 2017: results: satisfactory placement coils; occlusion of tubes. X-ray - in (B)(6) 2017. Diagnostic results: on (B)(6) 2016: CT scan- linear metallic serpiginous object was seen along the left adnexa on (B)(6) 2017: CT scan: outside of the uterus along the left uterine fundus and adjacent to the left adnexa, there is a linear radiopaque foreign bodies which measures 2.3 cm. There are 2 additional adjacent small radiopaque foreign bodies measure n greater than 1 mm. This likely represents an essure device visualized on prior hysterosalpingogram ((B)(6) 2009). On (B)(6) 2017: the CT demonstrated no diverticulitis but it did not essure outside of the uterus. There were a couple of pieces broken off - patient believed this was the cause of her pain and would like the device removed. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: migraine, depression, anxiety, abdominal pain, device dislocation, constipation, fatigue, back pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. New event: discomfort, hormonal changes were added. Event verbatim:depression increased/ worsened depression were updated . Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.